Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.investigation flow: functional/device interaction:visual inspection:the 11mm/130 deg ti cann tfna 380mm/right - sterile (p/n: 04.037.158, lot #: 12l0867) was received at us cq. Visual inspection of the complaint device showed that it is stuck with other received devices (p/n: 03.037.012, lot #: 9723743; and an unknown connecting screw: pi-15737624436595422) and is unable to be disassembled. The devices appear to be assembled correctly, the mating components are flush, aligned, and not damaged.functional test:since the complaint device is received stuck with another device and cannot be disassembled, the complaint is able to be replicated.complaint confirmed? Yes.dimensional inspection:no dimensional inspection can be performed due to the nature of the complaint and device received condition.document/specification review:no design issues or discrepancies were identified.investigation conclusion:this complaint is confirmed as complaint device cannot be disassembled from its mating device. No root cause could definitively be determined for the reported complaint condition. A possible cause could be if a hammer or other device was used to attempt to pound the complaint devices farther into the implant site.no new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.device history lot:manufacturing location: monument.manufacturing date: jul 17, 2019.expiration date: jun 30, 2029.part number: 04.037.158s, 11mm/130 deg ti cann tfna 380mm/right- sterile.lot number: 12l0867 (sterile).lot quantity: 6 .production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final ns071295 rev e met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev e, lmd rev a was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.component part(s) reviewed:part number: 04.037.942.2, lock prong, 130 degree tfna.lot number: 4l94652.lot quantity: 94.production order traveler met all inspection acceptance criteria.part number: 04.037.912.4, wave spring, shim ended.lot number: h794551.lot quantity: 1,000.work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 22-feb-2019 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive.lot number: 10l1866.lot quantity: 150.production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00.lot number: h883534.lot quantity: 2,703 lbs.inspection instruction met all inspection acceptance criteria. Certificate of analysis supplied by (B)(4) inc. Dated feb 28, 2019 was reviewed and determined to be conforming. Lot summary report dated apr 19, 2019 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria.device history review:nov 22, 2019: DHR reviewed .this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected information. Corrected report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a trochanteric femoral nail advance, the ball head of the hexagonal screwdriver with t-handle broke off inside the unknown nail when the surgeon turned the hexagonal screwdriver with t-handle clockwise and put excessive force on it. The surgeon tried to extract the insertion handle of the unknown nail to finish the case, however, the unknown screw was extremely tight of the top of the unknown nail, thus, the surgeon took the hexagonal screwdriver with t-handle with a ball tip to take it off. There was no surgical delay reported. The surgeon extracted the unknown nail and put in another nail within the patient. There was no complications or patient consequence reported. Concomitant device reported: insertion handle ( part# 03.037.012, lot# 9723743, quantity 1). This complaint involves three (3) devices. This is 3 of 3 for report (B)(4).